Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1, serial#: (B)(4), implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements. Reprogramming was done, and the lead remain in use. No patient complications have been reported as a result of this event.